Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture and undersensing due to suspected lead dislodgement. In addition, this ra lead appeared externalized due to atrial perforation. The boston scientific technical services consultant recommended to confirm the dislodgement via chest x ray. The involved device was programmed to ventricular pacing and sensing until a clinical decision for the atrium could be established. Additional information indicated that the lead dislodgement and atrial perforation were both confirmed via x ray. This ra lead was explanted and was in the possession of the hospital. No additional adverse patient effects were reported.